Manufacturer narrative:
The failure for heat was not duplicated by the technician through functional testing. The failure for locking mechanism not work was confirmed through functional testing, disassembly and visual inspection. The e box was determined to fail the motor. This may cause the described failure for heat. The e box was replaced. The safety bar would not actuate properly due to a build of debris/minerals. The drill was repaired and returned to the customer after passing final inspection.

Event description:
It was reported that the cordless driver is heating up and the safety bar is not working during a case. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.